Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Data analysis was requested. A chest xray was performed. Technical services (ts) suspected a physiologic cause. No adverse patient effects were reported. This lead remains in service.